Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is questioning the out of range low calibration slope for potassium that generated upon using the clinical chemistry serum ict calibrator, lot# 0505017. The customer also stated that the quality control results shifted lower, but still in range for potassium while using the lot# mentioned above. Using a different lot# resolved the issue. There was no impact to pt mgmt reported.